Event description:
It was reported that haptics stick to the posterior side of the intraocular lens (iol) with an uncontrolled release and endothelial touch. No further information was provided.

Manufacturer narrative:
Date of explant: unknown; it is unknown if the lens remains implanted or was explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.